Event description:
It was reported that during a tka surgery, when the box of one (1) jrny ii cr isrt xlpe rt sz 3-4 9mm was opened, it was realized that both sterile packaging of the poly had been opened. It could be a manufacturing defect, or it could be caused by the way it was stored. The procedure was resumed without any delay using an s+n backup device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the sterile packaging is open on the side, causing the implant to fall out of the packaging. This inspection was conducted by naked eye. A review made by the engineering team revealed that, based on the assessment of the sterile barrier system's photographs, the defect occurred in distribution. A historical review concluded that this event was previously identified and addressed, as a preventative measure for the size 9mm inserts in this particular packaging configuration, a change to the packaging configuration was released in august of 2023 to include a polybag inside the packaging to provide additional protection. The configuration was reevaluated with the insert placed in a polybag inside the dual pouch system. The evaluation passed all the tests performed on the samples. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping or mishandling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.